Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.pump received with broken belt clip rails, scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 68 mg/dl. The customer stated damage to belt clip slider on the pump closest to the battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.